Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex rx delivery system was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was deployed, but when the stent pusher was retracted, it snapped, leaving a portion of it stuck in the stent. The stent with the broken part remains implanted and the patient will be re-scheduled for another procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on september 3, 2024, and september 17, 2024. On (B)(6) 2024, another procedure was performed in an attempt to remove the detached portion of the delivery system, but it migrated further down. The detached portion remained inside the patient, and no further procedures were scheduled. The patient was discharged and advised to return to the hospital for any concerns.

Manufacturer narrative:
Block h11 has been corrected. Block h6: imdrf device code a0401 captures the reportable event of push catheter break. Imdrf impact code f2202 captures the additional intervention of repeat ercp procedure. Block h11: a naviflex rx delivery system was returned for analysis. Visual examination of the returned device found the push catheter kinked at the distal side, but it was not broken. A destructive test was performed, and the guide catheter was found detached from the pull wire hypo tube. However, the guide catheter was not returned. No other problems were noted to the stent and delivery system. The reported event of push catheter break was not confirmed. The investigation concluded that the reported event and observed problems were likely due to factors encountered during the procedure. It may be that the tortuosity encountered during the procedure, the force applied and/or the technique used by the physician, limited the performance of the device and contributed to the reported event and observed problems. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of push catheter break

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx delivery system was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was deployed, but when the stent pusher was retracted, it snapped, leaving a portion of it stuck in the stent. The stent with the broken part remains implanted and the patient will be re-scheduled for another procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of push catheter break. Imdrf impact code f2202 captures the additional intervention of repeat ercp procedure. Block h11: an advanix- naviflex stent and delivery system were returned for analysis. Visual examination of the returned device found the push catheter was kinked at the distal side, but it was not broken. A destructive test was performed, and the guide catheter was found detached from the pull wire hypo tube; the guide catheter was not returned. No other problems were noted to the stent and delivery system. The reported event of push catheter break was not confirmed. The investigation concluded that the reported event and observed problems were likely due to factors encountered during the procedure. It may be that the tortuosity encountered during the procedure, the force applied and/or the technique used by the physician, limited the performance of the device and contributed to the reported event and observed problems. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex rx delivery system was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was deployed, but when the stent pusher was retracted, it snapped, leaving a portion of it stuck in the stent. The stent with the broken part remains implanted and the patient will be re-scheduled for another procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on september 3, 2024 and september 17, 2024*** on august 1, 2024, another procedure was performed in an attempt to remove the detached portion of the delivery system, but it migrated further down. The detached portion remained inside the patient, and no further procedures were scheduled. The patient was discharged and advised to return to the hospital for any concerns.

Manufacturer narrative:
Block b5 and h6 (impact code) have been updated with the additional information received on september 3, 2024, and september 17, 2024. Block h6: imdrf device code a0401 captures the reportable event of push catheter break. Imdrf impact code f2202 captures the additional intervention of repeat ercp procedure.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex rx delivery system was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was deployed, but when the stent pusher was retracted, it snapped, leaving a portion of it stuck in the stent. The stent with the broken part remains implanted and the patient will be re-scheduled for another procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on september 3, 2024 and september 17, 2024*** on (B)(6) 2024, another procedure was performed in an attempt to remove the detached portion of the delivery system, but it migrated further down. The detached portion remained inside the patient, and no further procedures were scheduled. The patient was discharged and advised to return to the hospital for any concerns.